Manufacturer narrative:
Pump alarmed insulin flow blocked during seating due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to unexpected insulin flow blocked alarm. Moisture damage on the electronic assembly and motor assembly also noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The blood glucose level was unknown at the time of incident. Customer reports insulin flow block alarm during fill tubing. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.